Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Keypad unresponsive/button error alarm unknown. Pump error 68 unknown.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm and unresponsive keypad. The customer¿s blood glucose level was 95 mg/dl at the time of the incident. Customer was not able to scroll down none of the buttons. Customer stated that numbers was not ramping on their own. Customer stated the scroll bar was moving with no input. Troubleshooting was continued for keypad anomaly. The insulin pump will be returned for analysis.